Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, during implantation a hakim programmable valve with siphonguard cracked when the surgeon attempted to connect it with an abdominal catheter. The damaged device was not used and another valve was implanted successfully. There were no reports of delay or patient harm.

Manufacturer narrative:
UDI - (B)(4). The device was returned for evaluation. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak teste; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The valve was then pressure tested; no issues found. A review of manufacturing records found the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.